Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 36532 were returned and analyzed. The file showed at least 9 applications were performed on the date of the event without triggering of any system notice. The first 7 applications were performed with the returned catheter; the last 2 applications were performed with a non-returned catheter. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 7 applications on the event date. The catheter failed the performance test because the system notice 50005 appeared during the integrity test "the safety system has detected fluid in the catheter and stopped the injection." The dissection test showed a breach on the guide wire lumen at 30.5 inch from the tip of the catheter. Pressure testing showed a breach through the guide wire lumen. This could explain the system notice 22406 "the balloon is deflated." In conclusion, the balloon catheter failed the return product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.